Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No delivery alarm/occlusion during therapy not confirmed. No unexpected no motor movement or negligible movement. Retries to free a stuck motor failed or drive count error boundaries exceeded after movement alarms noted during testing. Moisture damage was found on the electronic assembly and motor during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.